Event description:
The customer contacted saalt stating that she had tried ehr saalt soft small cup for the first time and when it came time to remove the cup after having worn it for approximately 24 hours. She attempted to retrieve the cup for approximately 3 hours, using information from the IFU, saalt (B)(6) resources, and (B)(6) videos. She could reach the cup with her index finger fully inserted, but could not get her thumb in far enough to pinch the base. When she was still unsuccessful she went to the doctor to have it removed. The customer stated: "they did mention that the cup was tilted to the side of my cervix but did not mention the height of my cervix." The customer took the cup home and cleaned it. Rather than sending the cup in for inspection, the customer sent photos of her cup. There are no visual defects on the cup. As the customer was still hopeful that menstrual cups would work for her, the saalt team sent her a regular size to better accommodate for a potentially high cervix. The device was not returned for evaluation as it was kept by the customer for future use. The reported event is addressed in the labeling. The device history record (DHR) for this device was reviewed. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."